Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was successfully extracted using approved software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor data was reviewed and signal low error message was observed, indicating that the sensor was removed early. The sensor was sent for further investigation and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and was found to be within specifications. The sensor was placed into the pcba test fixture and smu (source measurement unit) testing was successfully performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 46 mg/dl which was lower than a lab reading of 300 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.